Event description:
It was reported that the customer's insulin pump alarmed button error. The customer attempted to clear the alarm by pressing the escape and activate button without results. Advised to discontinue use of the insulin pump and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had constant motor error alarms during the rewind due to motor being out of phase. All buttons function properly. However, moisture damage on the keypad traces was found, and the device had cracked case at the display window.